Manufacturer narrative:
The insulin pump was received with a blank display due to corroded electronic and motor assembly. The insulin pump was unable to test for displacement test, rewind, basic occlusion test, prime/compromised forced sensor test, excessive no delivery test and occlusion test which was due to the blank display. The unit had cracked battery tube threads, belt clip slot, reservoir tube lip, reservoir tube, reservoir tube window, and minor scratched lcd window.

Event description:
The company representative reported that they did not receive a reason regarding the return of the product.